Event description:
It was reported that the device delivered inappropriate shock/therapy. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.